Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer is calling via phone call that she is receiving an insulin flow blocked alarm while priming the tubing. She stated that her blood glucose was over 508 mg/dl the day prior and that she treated with a syringe. The customer said that she has gone through 4 infusion sets and every time that she changed them, she received the alarms and would sometimes have bent cannulas. During troubleshooting for insulin flow blocked alarm, she stated that it was resolved by a complete set change. She also stated that she had a bent cannula the week prior. During bent cannula troubleshooting, the customer stated that her sensor bent during 2-3 days of use. She was advised to change the infusion set. The insulin pump will not be returning for analysis. The reservoir will not be returning for analysis.